Event description:
The user facility reported that a blood leak developed approximately halfway through a bypass procedure at the tubing connection between the heat exchanger and the oxgenator. The perfusionist reported that they did not change out the oxygenator and the case was completed successfully. The total blood loss was estimated to be 2-liters, and consequently, 4-units of blood were given to the pt. The pt condition is reported as 'fine'.